Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Troubleshooting could not be performed as customer already changed supplies. Additionally, the customer observed air bubbles in the tubing. Tandem technical support assisted the customer with priming the air bubbles. The customer's blood glucose was 131-181 mg/dl.